Manufacturer narrative:
After further review of the complaint, it was determined was filled out incorrectly in the initial complaint.

Event description:
The customer reported via phone call that his insulin pump kept alarming no delivery; the alarm occurred three times. The customer performed a rewind and prime without a no delivery alarm occurring. The customer's blood glucose was 80 mg/dl at supper, then 453 mg/dl, 298 mg/dl, and finally 325 mg/dl. The customer also had a blood glucose of 472 mg/dl. The customer attempted to change his infusion set. The call dropped and when the customer was called back he did not answer. No products were returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose levels of up to 470 mg/dl. He went ahead and changed the reservoir and filled the tubing. His blood glucose level went down to 263 mg/dl. The bolus history did not display all entries based on their recollection. The insulin pump alarmed no delivery. The device was not returned.